Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The consumer reported on putting the reagent on the swab and inserted into the nostrils with binaxnow covid-19 ag self-test on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
A product deficiency was not reported or identified. Customer was provided the relevant sds. Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked.b2 - outcomes attributed to ae (other serious) h3 other text : device discarded, single use.

Event description:
The consumer reported on putting the reagent on the swab and inserted into the nostrils with binaxnow covid-19 ag self-test on (B)(6) 2022.no additional patient information, including treatment and outcome, was provided.